Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for one newborn patient from cobas integra 400 plus analyzer serial number (B)(4). The result from the first sample from the patient (taken on a micromethod) was 24.9 mg/dl with a data flag. The same result was obtained upon repeat testing. The laboratory requested a new sample from the patient as the first sample did not have an appearance indicating an elevated bilirubin level. The result from the second sample from the patient (also micromethod) was 24.5 mg/dl with a data flag and was reported outside of the laboratory. The doctor did not believe the result matched the patient's clinical picture. A third sample was drawn from the patient's vein without a micromethod and the result was about 12 mg/dl. The same sample was tested on another analyzer (most likely abbott) and the result was 11.63 mg/dl.

Manufacturer narrative:
Qc results at the time of the event were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.